Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no alarm when blood glucose was high. Customer's blood glucose at the time of incident was 21 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.